Event description:
A blank screen issue with the adc device. The customer was unable to test due to the reader not powering on with a button press or test strip insertion and as a result, experienced symptoms described as "staggering", confusion, loss of consciousness, and not responding to stimuli. The customer was unable to self-treat and was treated with sugar water by a third party. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated. Meter powered on with button depression and usb cable. Meter did not turn on with strip insertion. Apply blood message was observed when strip was not inserted. Port-2 was created to address the issue. The reported complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A blank screen issue with the adc device. The customer was unable to test due to the reader not powering on with a button press or test strip insertion and as a result, experienced symptoms described as "staggering", confusion, loss of consciousness, and not responding to stimuli. The customer was unable to self-treat and was treated with sugar water by a third party. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.